Event description:
It was reported that the atrial leadless pacemaker (lp) was unable to be interrogated during an in-clinic follow-up. An x-ray revealed the lp was dislodged to the hepatic vein. The lp was retrieved and a new atrial lp was implanted to resolve the event. During the retrieval procedure, the helix of the atrial lp was damaged. The patient was in stable condition.

Manufacturer narrative:
Reported events of post-op dislodgement and no conductive telemetry were not confirmed. Reported event of helix damage was confirmed. Visual inspection noted the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.